Event description:
On 02/22/07, nellcor received a report where it was claimed that following a routine tracheostomy tube replacement, a leak was discovered in the pilot balloon of the tube. A replacement of the tube was required.